Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting check sensor range error 1114 message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states device is giving error code 1114, barometer sensor range error. The rse confirmed in event log. Customer is requesting onsite service to have device evaluated and repair what is needed. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that once the device was powered on in ventilation mode, the screen alarm displayed barometer sensor range error, diagnostic code 1114. It has been determined that the data acquisition printed circuit board assembly (pcba) needs to be replaced. The part has been ordered for repair.

Manufacturer narrative:
The fse replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.